Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The patient has alleging eye irritation. No other clinical information or medical interventions were reported. There was no report of serious patient harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. After multiple attempts to have the device and the components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In section d: FDA product code and common device name has been updated. In section g: report source-other and 510k has been updated. In section h: evaluation method cod grid, evaluation results code grid, conclusion code grid and recall (z) number has been updated.